Manufacturer narrative:
Device received with all operating currents within specific and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery , battery out limit or failed battery test alarms noted during testing. Unit passed rewind test, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus delivery and e70 alarm confirmed in the history file. Unable to verify a35 alarm due to motor error alarm. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the insulin pump. Customer was performed displacement test and it was passed. Customer stated that the drive support cap appears normal. Troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.